Event description:
Midazolam infusion being administered at 7.5mg/hr via baxter spectrum iq infusion pump. Bottle hung by previous shift at 1640 and the next day at 0400 noted that bottle appeared to be full. Patient had been getting hourly boluses of infusion from the bottle overnight and at my estimation there should have been less than 40cc left of the 100cc bottle of medication. Patient is s/p cardiac arrest on ttm protocol/ice cap trial, intubated and had been getting increasing doses of midazolam because of myoclonic vs shivering movements. Cicu resident team and md neuro fellow on call were notified of the patient not getting the midazolam infusion since the bottle was hung. Recommendation: pump removed from circulation and midazolam infusion placed on another infusion pump. Manufacturer response for IV pump, baxter spectrum iq IV pump (per site reporter) ongoing issue that baxter has been made aware of.